Event description:
Fatigue. Bradycardia. Lead wires analyzed. Lead fracture or inflation fracture as the impedance was less than 150 ohms with both leads and the p wave was less than .08 millivolts as was p wave.